Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital as they were not feeling well. An echocardiogram was done and vegetation was noted on the leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.